Event description:
A complaint was received regarding a 7" smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, bulk non-sterile that experienced crack and leakage. It was reported that the extension set connected to IV catheter in patient. Blood was found to be on sheets and extension set noted to be leaking from a crack in luer lock hub. Extension set removed and new extension set was connected to IV catheter. There is patient involvement, unknown patient harm.

Manufacturer narrative:
Report inform obtained from medsun (B)(4). B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Investigation summary: no mc33213 product samples, videos or photographs were returned for investigation. The device history review for lot number 14145003 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device history record for lot number 13791409. Was reviewed and there were no non-conformances found that would have contributed to the reported complaint.